Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mild tortuous and mild calcified superficial femoral artery. A 5 x 200 mm, 150 cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation before it was inflated to the nominal burst pressure (nbp). The device was removed from the patient carefully and slowly, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mild tortuous and mild calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation before it was inflated to the nominal burst pressure (nbp). The device was removed from the patient carefully and slowly, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the 5x200mm, 150cm ranger device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified balloon pinhole located approximately 34mm proximal of the distal tip. As per specification 90144105 the rated burst pressure for this device is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the 5x200mm, 150cm ranger device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mild tortuous and mild calcified superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation before it was inflated to the nominal burst pressure (nbp). The device was removed from the patient carefully and slowly, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the ranger was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified balloon pinhole located approximately 34mm proximal of the distal tip. As per specification 90144105 the rated burst pressure for this device is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.